Event description:
A customer reported an issue where the battery of the t:slim x2 pump would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer had resolved the issue by the time of contact, as the pump was reading 100% charged. However, they were advised by customer technical support to ensure the wall adapter is plugged into a working outlet for at least 30 consecutive minutes if the issue recurs, which the customer agreed to do.